Manufacturer narrative:
Correction is being made to previously submitted b3 - (B)(6) 2026. The correct date was (B)(6) 2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the air/water cylinder and air/water tube contained white foreign material; however, the cause of this condition could not be established. The corrosion observed on the adhesive around the light guide lens, the most probable cause of this finding is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope air/water cylinder and air/water tube contained white foreign material, and corrosion was noted around the adhesive near the light guide lens. There was no patient involvement.